Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred in the left atrium. After a successful marshall alcoholization, isolation completion of the pulmonary veins, posterior wall isolation and cti and mitral isthmus block, an echocardiogram revealed a perforation was noted near the mitral annulus. The perforation was noted at the end of the mitral isthmus ablation, after the endocardial radiofrequency consolidation to ensure the mitral block. In addition, the patient became hypotensive following the last lesions towards the mitral valve. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices. The physician believes the cause of the perforation is due to the tissue being locally thin and potentially already fragilized by the alcoholization. In addition, the left atrium was already noted to be fragile, fibrotic, and dilated at 220ml.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, the log files were returned but were unable to be analyzed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.